Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion was located in the right coronary artery (rca). The physician attmpted to reach the lesion with a taxus express2 2.5 x 12mm drug eluting stent. However, was unable to cross the lesion. The physician then attempting to retract the undeployed taxus stent, however, the stent dislodged from the balloon. The physician successfully removed the embolized stent by using a snare technique. No injury or patient complication was reported. Patient status is reported to be "satisfactory/good".